Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v004456, implanted: (B)(6) 2006. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's "wires came loose" on (B)(6) 2013, and her physician decided to remove both of her "devices since there were too many wires". The patient was seen the following week by a manufacturer representative "who checked with the physician programmer". The patient's "devices" were removed about 2 weeks prior to this report. It was noted after the patient heals they would re-implant "one" to cover both sides. The manufacturer device registry indicates the entire device system was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of stimulation sensation and a loss of therapeutic effect. On date of this report, the patient was unable to turn the "left side on at all today." The patient last used the device the evening prior to report date. It was reported the device was showing full battery charge. The device showed the setting was on "program 4", and the patient increased voltage to the maximum rate of "4.2 volts", and still did not feel stimulation. It was reported the last programming was done "about 1-2 weeks" prior to the date of this report. The patient reportedly was then having trouble recharging the battery. The patient attempted troubleshooting by using another remote, without success. There was no known accident or incident related to this event. Additional information was requested. If additional information becomes available, a supplemental report will be sent.